Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratched lcd window, and cracked case near display window corners. No alarm on alarm history screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump has been alarming motor error for the past two weeks during bolus and prime. Customer also mentioned it seemed the device was over delivering or under delivering insulin. Customer's blood glucose was 300 mg/dl. Troubleshooting was performed. Drive support cap was reported normal. The device was not exposed to an MRI or strong magnetic field. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.